Event description:
The event involved a plum 360 infusion pump in which the customer reported that the device underdelivered 5-fluorouracil (5-fu) chemo medication. It was reported that the continuous infusion of 5-fu was scheduled to be completed at 1348, there was still 44ml remaining in the infusion, and approximately 3 hours left of the infusion (including the flush post chemo). The doctor was notified at 1345 and the nurse was instructed to increase the rate of the chemo to finish the infusion by 1445. Even with the increase in rate per doctor's instructions, the infusion completed an hour late. The patient¿s vital signs remained unstable; there was no change in patient status. When the new bag and line for 5-fu was started at 1441, a new pump was utilized. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be returned.

Manufacturer narrative:
The device was not returned to the service hub, the customer did not respond to requests to send the pump back to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. The device event history/alarm logs was reviewed by r&d engineering team and evaluates that the pump operated correctly and delivered accurately per design; therefore, the reported complaint could not be replicated or confirmed.